Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-07071. It was reported that the patient experienced 20 inappropriate shocks and presented at the hospital. A magnet was placed over the device and upon interrogation, the device was found to be in backup vvi mode with hv therapy disabled. The device was restored. Further interrogation revealed that right ventricular (rv) lead noise caused the shocks. Also, the rv lead exhibited loss of capture and an increase in pacing impedance. Programming changes were made. The patient was in stable condition.